Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that since (B)(6) 2016, the time/date of the pump goes to default for pump model when the battery is removed for less than 24 hours. The reporter also alleged that the patient had a blood glucose of 684 mg/dl, felt very ill, and couldn't move. The patient required no unusual treatment. The time/date issue is not being reported as it is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 12/14/2016: the device was returned to animas and evaluated by product analysis on 11/18/2016 with the following results: . The black box shows a time/date reset to the default on (B)(6) 2016 16:41. When pump was powered back on the time/date was set incorrectly to (B)(6) 2017 04:48. On (B)(6) 2017 21:08 a manual time/ change was made to (B)(6) 2017 12:12. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the internal battery was leaking.